Event description:
Rep reported that device was explanted because it was not working properly. When the device was explanted it was tested on a monometer and when programmed at 180mmh2o, the device read 110mmh2o.

Manufacturer narrative:
Upon completion of the investigation, a f/u report will be filed.